Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 400-500 (mg/dl) for 3 months. It was also reported that the customer experienced diabetic ketoacidosis; however, no specific date was provided. Although multiple attempts were made by tandem technical support, no additional information was provided on the reported events.